Event description:
On (B)(6) 2009, the pt reported that for the past couple of months, the up and down buttons on her insulin infusion device have been harder than normal to press. She said the buttons pop up when pressed. Her device has not been dropped or exposed to water or insulin. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.